Event description:
Customer reported that "the patient was accessed on 3/20 with a 20g 0.75 in. "Power loc max". Upon assessment this morning, the line was intact, dressing was occlusive, patient was asleep and, line was capped inside of his shirt. Clinician drew labs at 1210 and was able to flush and get blood return but, blood return was bubbly and a leaking sound was audible. Blood was dripping onto the patient from the end of the tubing distal to the needle just before the light blue connector hub that attaches to a clave. Clinician was able to flush back through the line, but water and blood dripped onto the patient during this process. Clinician then de-accessed and re-accessed the patient."

Manufacturer narrative:
The information provided by bd represents all of the known information at this time. The device has not been returned to the manufacturer for evaluation. Device not returned for evaluation.